Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jv, implanted: (B)(6) 2014, product type lead.

Event description:
Additional information received from the patient reports that the ankle bracelet did cause problems for the patient in both hips. The patient was still experiencing pain in their left hip, especially when trying to sleep at night. The patient have an appointment with doctor on (B)(6) 2016 because at night the patient had to urinate every two hours, all night long. During the day the patient had to run to bathroom. The patient will follow up with doctor to see if surgery was needed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0g3jv, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that he started urinating more that before the device was put in. He was urinating more and more; he had to get up 1.5-2hrs at night time (urinary symptoms). The patient had been increasing stim, he was at 5or 6v at the time of report. The patient noticed the urinary symptoms returned after he got into trouble with the law and they made him go through metal detectors. The patient also mentioned he was diabetic; he believed that going through metal detectors messed with his device. The patient was also concerned that the electronic monitoring anklet put on him will damage his device. Additional information from the consumer reported since they ankle bracelet was put on; he had discomfort in the left hip where the implant was located and the right hip. He had a return of symptoms and when the therapy status was checked with the patient programmer, therapy was on. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient reported that he had a lack of therapy in (B)(6) 2015. He had worked with a physician's assistant at his healthcare provider's office and had changed programs and increased stimulation, but he didn't have therapeutic effect. The physician's assistant wanted to see him in a few weeks. There were no traumas, falls, recent medical tests, or electromagnetic interference environmental exposure issues related to the issue. The patient later reported that ever since he had an electronic home monitoring device put on his leg, it had given him trouble and was causing him to have to urinate every two to three minutes. He didn't have this problem before the electronic home monitoring ankle bracelet was put on his leg. He was told that it should not interfere with the implanted device, but it had interfered because he was urinating so frequently. He spoke to a doctor about the issue and was prescribed vesicare 5 mg, which he tried, but it did not help at all. The patient then called his doctor's office and spoke with the physician's assistant, who told him to change the device to a different program, turn it up until it just barely hurt, and then back it off, which he had done. He was still urinating every three to five minutes and the device was hurting him, so he turned it back down and was still urinating every three to five minutes. The patient didn't have any problems until about three days after he had the electronic home monitoring device put on, he was very uncomfortable, and was tired of urinating behind trees, garbage dumpsters, beside his car, and wherever else he had to urinate because he couldn't hold it. When he had to go, he had to go. The physician's assistant told him if changing to another program didn't work, he should get in to see her, but he wasn't allowed to because of the electronic home monitoring device on his leg.